Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the paint was peeling from the device. There was no injury reported, however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the paint was peeling from the device. There was no injury reported, however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification, since paint peeling could be considered as technical deficiency, and in this way device contributed to event. It is unknown if the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The cleaning protocol was not provided and the axle involved was not returned for expertise. According to the photographic evidence, the stainless steel axle is partially chipped and shows no signs of rust. The adjacent painted surfaces are not involved by paint chipping, therefore a defect in the cleaning protocol can be excluded. The chipping of the paint is probably due to a lack of adhesion caused by an isolated preparation defect during the painting process. This is not a recurrent case, if other cases are reported, an investigation will be conducted with the supplier in order to undertake preventive actions. To prevent any incident, the powerled instruction for use IFU 01581 mentions : do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check for any chipped or missing paint during the daily inspections before use. We believe the related devices are performing correctly in the market.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.